Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The comm interface board connector-to-functional board wire harness was disconnected at the comm interface board connection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on (B)(6) 2019. A mushroom head check was performed and passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fmcrtg, llc became aware this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy since (B)(6) 2015 was hospitalized from (B)(6) 2019 through (B)(6) 2019 due to community acquired pneumonia. The discharge summary was unavailable during the call. The pdrn reported that the patient was treated with an unspecified antibiotic (drug, dose, route, duration and frequency not provided) and was discharged in stable condition. The patient continued to undergo ccpd therapy while hospitalized utilizing fresenius products. The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). Due to the patient¿s limited mobility, recovery has been prolonged but the patient is improving. Based on the information available, the liberty select cycler and liberty cycler set are disassociated from the event, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the adverse event or hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver for a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The caregiver reported receiving a patient line is blocked (soft alarm) and an air detected in cassette alarm during treatment the previous night and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The caregiver was advised to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was reported that the patient was in the hospital. Additional follow up with the patient¿s pdrn revealed that the patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 due to community acquired pneumonia (unrelated to pd therapy). The discharge summary was unavailable during the call. The pdrn reported that the patient was treated with an unspecified antibiotic (drug, dose, route, duration and frequency not provided) and was discharged in stable condition. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) therapy while hospitalized utilizing fresenius products. The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). Due to the patient¿s limited mobility, recovery has been prolonged but the patient is improving. The cassette used by the patient during the fluid leak was reported to be available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.